Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of patient (pt) made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination due to which the patient experienced peritonitis on (B)(6) 2012. Further information was received from a nurse which medically confirmed this case.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue and serious injury. Complaint is confirmed because it was reported break in aseptic technique by patient described as touch contamination. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.